Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to around 500 mg/dl. Her blood glucose level then dropped to 49 mg/dl. She treated with a sandwich and a sugary drink. The device was not returned.